Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, during ablation, the sheath leaked at the adapter connection. It was noted that the black o-ring was missing. The procedure was successfully completed with another of the same device.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, during ablation, the sheath leaked at the adapter connection. It was noted that the black o-ring was missing. The procedure was successfully completed with another of the same device.

Manufacturer narrative:
Analysis of the returned genesys hydrothermablation procerva procedure set confirmed the o-ring was not missing. However, damage was noted to the o-ring on the returned sheath. The damaged o-ring most likely contributed to the leak observed during the procedure. A review of available information was unable to determine a root cause for the split in the o-ring. The root cause classification for this event is therefore undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.